Event description:
The translated symptom info made available indicates that the customer reported: defibrillator (B)(4): problem with power card, want the reference and price. On (B)(6) 2012 the philips technical support tech clarified that the symptom was failure to power up, and that the cause of this malfunction was the power supply. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The translated symptom info made available indicates that the customer reported: defibrillator (B)(4): problem with power card, want the reference and price. On (B)(6) 2012 the philips technical support tech clarified that the symptom was failure to power up, and that the cause of this malfunction was the power supply. There was no report of pt involvement or adverse pt impact. The customer was advised that this device has been out of support life since (B)(6) 2006. Parts and svc are no longer available for this device. The device can no longer be repaired.